Event description:
It was reported that insulin pump has cracks around the display window. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit received with partial missing segments display due to cracked bleeding lcd glass. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.